Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hv1000 integration system and found that switchboard required a reboot. The technician rebooted the switchboard component, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that their hv1000 integration system would not power on. No report of injury.